Event description:
It was reported that right ventricular lead had high threshold and t-wave oversensing. The pace/sense portion of the lead was replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).